Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump failed the downstream occlusion test during preventive maintence. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). This MDR was initially reported due to the absence of information. The device was found in specification in relation to the reported false downstream occlusion messages, which were not confirmed or reproduced during evaluation. A downstream occlusion test was performed per the spectrum preventive maintenance procedure with the unit passing. No related malfunction could be identified. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2015-11822 can be removed from the FDA database.